Manufacturer narrative:
The devices were not returned for analysis. Reviews of the lot history record and of similar complaints could not be performed as lot and part numbers were not provided. Based on the available information, a cause for the reported difficult or delayed positioning could not be determined. Causes for the reported patient effects of hypotension and tissue damage also could not be determined. The reported patient effects of hypotension and tissue damage are listed in the mitraclip system instructions for use (IFU) and are known possible complications of mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(UDI#): in the absence of a reported part number, the UDI number cannot be calculated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article titled: anesthesia management for mitraclip device implantation.

Event description:
This will be filed to report tissue damage requiring open heart surgery. It was reported through a research article identifying the mitraclip devices which may be related to patient hypotension requiring medication, tissue damage requiring open heart surgery, prolong hospitalization and difficulty grasping with the clip delivery system (cds). Details are listed in the article, titled anesthesia management for mitraclip device implantation. No additional information was provided.